Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Found pin pushed in on lemo connector where interconnect cable plugs in. Reseated pin. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9600+ system would boot up, but would not fluoro. No patient injury was reported.